Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.the customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay.a customer from the united states alleged invalids and discrepant results were observed for samples from one patient generated on the liat analyzer s/n (B)(4). On (B)(6) 2021 the original patient sample was collected and tested on the abbott ID analyzer that generated sars-cov-2 negative results. On the same day a re-collection of the patient sample was tested using the cobas liat analyzer (s/n (B)(4)) that generated sars-cov-2 positive, influenza a/b negative results. A second re-collection of the patient sample collected on the same day was tested using the same liat analyzer(s/n (B)(4)) that generated negative results for all targets. On (B)(6) 2021 a repeat test on both samples 2 & 3 was tested on the same liat analyzer(s/n (B)(4)) both samples generated negative results for all targets.patient sample was collected using nasopharyngeal swab and han-chang medic multi-purpose medium, 3 ml. The customer also observed that some operators add twice the amount of sample to the assay tube than is called for in the method sheet. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline.the positive sars-cov-2 test result was reported to the physician. No treatment was given to the patient based on the positive result, no allegations of harm, injury or danger to the patient.the investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.(B)(4)

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).